Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause for bleeding was likely due to combination of use and patient condition related since patient was coagulopathic and the acts were high (350) during bleeding compared to baseline acts (250).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 71-year-old male with a pre-support clinical state consistent with scai shock stage d underwent high-risk percutaneous coronary intervention (hrpci) with planned impella cp support via left axillary artery direct stick access without graft placement following multidisciplinary risk-benefit discussion. During the procedure, following drug-coated balloon (dcb) treatment of the right coronary artery (rca), the patient developed pulseless electrical activity requiring cardiopulmonary resuscitation with return of spontaneous circulation (rosc). Post-intervention, loss of flow in the rca was noted and transiently improved with intracoronary epinephrine; however, the patient experienced a second cardiac arrest with rosc achieved. Due to clinical instability, the decision was made to maintain impella support, advance a repositioning sheath into the axillary artery, and proceed with transfer. Significant access site bleeding from the axillary arteriotomy occurred following peel-away removal, in the setting of anticoagulation (bivalirudin, act values 320¿350) and underlying coagulopathy, requiring surgical intervention, suturing, placement of a jp drain, pressure dressing, blood product administration (including ffp), and eventual emergent operative management at the receiving facility. Hemostasis was ultimately pursued surgically. Throughout support, the impella cp functioned as intended at p-6 delivering approximately 2.6 l/min with sodium bicarbonate purge solution. Despite continued management, the patient¿s condition deteriorated, and the family elected to withdraw care on (B)(6) 2026; the patient subsequently expired with the device in place. Based on the available information, the case describes access site bleeding from the axillary artery following direct stick impella cp insertion without graft, requiring surgical intervention in the context of anticoagulation and coagulopathy. The impella device functioned as intended with no reported performance issues; however, the patient experienced significant bleeding complications attributed to the access site and ultimately expired following withdrawal of care. The death is conservatively being reported to the impella but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in ending scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
D10 updated. The investigation is still ongoing.